Manufacturer narrative:
(B)(4). The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The device was returned for analysis on 12/30/2015. The coil was not returned for analysis; however, the hypotube was found to be kinked and separated. (B)(4). It was reported that the orbit complex std 12x30 tdl (638cs12130/15913007) coil detached inside the microcatheter. The doctor used another same like product to complete the procedure. At the time of the event, the device was available for analysis. Procedure was pelvic varices embolization. No further information was provided. A non-sterile orbit complex std 12x30 tdl was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked at 33.8, 47, 75 and 81.6cm from the proximal end of hub and appears that it was kinked before it was separated of the rest of hypotube. The introducer, support coil, gripper and embolic coil were not returned for evaluation. The hypotube was inspected under microscope and appears that it was kinked before it was separated. The review of lot 15913007 found no issues that were considered potentially related to the reported complaint. The coil premature detachment could not be confirmed; however, it was confirmed that the hypotube kinked and separated. The failure experienced by the costumer and the damages found on the device could not be conclusively determined based on the minimal information provided; however, neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failure from leaving the manufacturing facility. Therefore, no corrective action will be taken at this time. Device returned on 12/30/2015.

Manufacturer narrative:
It was reported that the orbit complex std 12x30 tdl (638cs12130/15913007) coil detached inside the microcatheter. The doctor used another same like product to complete the procedure. At the time of the event, the device was available for analysis. Procedure was pelvic varices embolization. No further information was provided. The product was expected, but to date, the device has not been received for analysis. A review of the manufacturing documentation associated with this lot (15913007) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the device for analysis, the reported event could not be confirmed, and with the limited information it is not possible to determine the cause of the event. However, review of the manufacturing documentation associated with this lot (15913007) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken. (B)(4).

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (15913007) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
The orbit complex std 12x30 tdl (638cs12130/15913007) coil detached inside the microcatheter. The doctor used another same like product to complete the procedure. The device will be return for analysis. Procedure was pelvic varices embolization